Event description:
It was reported the multifocal intraocular lens was removed and replaced 1 year after implant. The reason stated was patient's visual acuity disturbance. In follow-up it was learned the patient was experiencing halos and visual disturbances.

Manufacturer narrative:
The lens was received and forwarded to the manufacturing facility for analysis. The lens met all manufacturing specifications prior to release. In follow-up it was learned the original multifocal lens implant was replaced with a monofocal lens. Halos are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the optic took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 21.5 diopter of this lot number. A review of the manufacturing record was performed and met specifications. A review of the historical complaint data base revealed that no complaints from this lot number were received. A product deficiency was not identified all pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.